Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. The analyst noted that the stylet was not returned. Therefore, the condition and brand of the stylet that was used during the procedure is unknown. A fresh medtronic stylet was used to perform the test; the lead passed the test.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that an attempt was made to place a right atrial (ra) lead during a procedure, but the physician was unable to fully advance the stylet within the lead. The lead was not used and another lead was used in its place. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.